Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet, and set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure of a implantable pulse generator (ipg), upon lead insertion, the physician determined a need to re-seat the ventricular lead. The lead was extracted from the header lumen of the ipg and in the process the set screw was backed out of the threads and out of the grommet. The hex wrench had the set screw maintained on the wrench outside the grommet. The physician tried to re-seat the set screw through the grommet and was unable to find the threads to reengage the set screw. It was decided to replace the ipg with a new one. Once, out of the sterile field the set screw was forced through the slit in the grommet and re-engage the threads to re-seat the set screw successfully. No patient complications have been reported as a result of this event.